Event description:
Infant disconnected from running ivf for transfer to MRI and upon disconnection bifuse that was in place broke into two pieces.

Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of completion.

Manufacturer narrative:
Since the rotating male luer is a supplier-manufactured part, the samples were sent to the supplier for investigation. The summary of their findings is as follows: the reported complaint was confirmed. During visual analysis, it was found that there's a crack marks at male connector and bifurcator was found to be in good condition, no damage and crack marks were found. Trials to disassemble the male connector and bifurcator were performed, requiring the use of a gripper due to the bifurcator's barb, which acts as a lock to secure the male connector in place. The root cause of the damage and detachment could not be determined due to the excessive force required to disassemble the bifurcator and male connector. However, the crack caused on the male connector serves as evidence of the excessive force applied. A review of the component batch records confirmed that the acceptance requirements were met, with no discrepancies or abnormalities noted. In addition, a review of the device history records showed no observations during the manufacturing process that would suggest an issue of this nature could occur with this lot of products. A review of the vygon USA lot history records for lot # 2410039d was conducted. There were no non-conformances noted during in-process and packaging inspections, and no notes or comments that could indicate the root cause. Additionally, a two-year review of complaint data revealed three complaints (B)(4) related to this product code and issue, all coming from the same customer. Corrective action: the supplier investigation concluded that the cause for this issue was excessive force applied to the luer. Complaint data will continue to be monitored for new information, with further actions taken as needed.

Event description:
Infant disconnected from running ivf for transfer to MRI and upon disconnection bifuse that was in place broke into two pieces.